Manufacturer narrative:
H6: medical device problem code 2017/excessive force. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use, states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, it is unknown if the instruction for use (IFU) deviation related to excessive force caused and/or contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device return status updated from yes to no.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, heavy tortuosity and 85% stenosis. Multiple pre-dilatations were performed and the body [buddy] wire technique was used; however, the 2.75x48 mm xience xpedition stent delivery system (sds) was unable to cross the lesion and the proximal shaft separated. A new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the resistance during removal was with the anatomy and force was applied. The proximal portion of the separation was simply withdrawn. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, heavy tortuosity and 85% stenosis. Multiple pre-dilatations were performed and the body [buddy] wire technique was used; however, the 2.75x48 mm xience xpedition stent delivery system (sds) was unable to cross the lesion due to the anatomy and the proximal shaft separated. A new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.